Event description:
It was reported that the patient presented at the electrophysiology lab for a routine generator change. The right ventricular (rv) riata lead trends were stable, and no noise was noted. During the procedure on (B)(6) 2022, the physician opted to fluoro the riata rv lead and externalization of the inner conductors was observed. Because of the externalization, the physician opted to implant a new rv lead for the pace/sense portion, cap the pace/sense portion of the old riata rv lead and use only the df-1 pin portion of the old riata rv lead during the procedure. The procedure was successful. The patient was stable throughout and to be discharged.